Event description:
On (B)(6) 2010, this patient presented for abdominal aortic aneurysm repair. Intra-operatively, after another manufacturer's aaa device was implanted, during ballooning of the device with a coda balloon, the proximal neck of the aorta ruptured. The physician implanted an additional aaa device of the same manufacturer's to seal of the rupture successfully. The patient tolerated the procedure. The physician performed a cat scan immediately following surgery that showed no signs of extravasation. The physician will perform a follow up computed tomography scan with the patient in three weeks. The physician attributed the aortic rupture to the small area of ulceration located on the proximal neck. No calcium or thrombus was noted in the proximal aortic neck. The physician implanted an additional aaa device of the same manufacturer's to seal off the rupture successfully.

Manufacturer narrative:
Expiration - unknown as lot is unk. (B)(4) - rupture is labeled in the IFU. Event evaluation: still under investigation.